Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: radial and axial tip tear with hdpe stretching; a piece of distal tip separated and missing. Patient's right access vessel had presence of tortuosity and calcification including above femoral bifurcation. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting distal tip failure on esheath/esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The complaints were confirmed per evaluation of the returned device imagery. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. High push forces applied to overcome resistance during system advancement can contribute to tip tearing and subject it towards separation. High withdrawal forces during retrieval of ds/crimped thv may promote separation of torn tip if compounded with non-coaxial withdrawal angles. Torn tip may also catch on access vasculature during sheath removal, leading to sheath retrieval difficulty and/or the possibility of distal-tip separation via high withdrawal forces available information suggests that improper tip expansion and/or patient factors (calcification, tortuosity) likely contributed to the event as calcification and tortuosity were confirmed via 3mensio. Available information also suggests procedural factors (high push/withdrawal forces) likely contributed to the event as it was reported ''another attempt was made and with a little effort the valve exited the sheath, suggestive of device manipulation during system advancement. In addition, the perceived root cause was clarified as ''likely the negative interaction between the crimped valve and the sheath the marker separated likely at the end when removing the delivery system or sheath from the body.'' Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) and a corrective action preventative action (CAPA) were previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 26 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. The crimped valve was getting stuck at the tip of the sheath and was having difficulty advancing valve into the abdominal aorta. The crimp valve exited the sheath by a few millimeters. An attempt to pull the sheath back to expose the valve but was unsuccessful and the valve came back with the sheath. Another attempt was made and with a little effort, the valve exited the sheath. The valve was successfully deployed. Upon removal of the sheath, it appeared that part of the tip of the sheath with the radiopaque marker was missing. Fluoroscopy image was performed but could not find any evidence of the sheath tip.